Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the neutraclear leaked immediately upon being used. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear leaked was confirmed. During visual inspection the orange piston was observed to be recessed at an angle and the inner needle appeared to be damaged. A residual white substance was observed within the connector. Functional testing was performed and confirmed the customer¿s report of a leak. The root cause of the customer's report was not identified.

Event description:
The customer reported that the neutraclear leaked immediately upon being used. There was no patient harm.